Manufacturer narrative:
The ge representative conducted an on-site investigation. The representative replaced the printer, exercised the collimator leaf mechanism, verified software representation tracked properly, replaced the video controller, and replaced the image intensifier. The system was tested and now operates as intended.

Event description:
The customer reported that the collimator was not positioning correctly on the 9800 system. No patient injury was reported.